Event description:
It was reported that during a therapeutic procedure, the endoeye flex deflectable videoscope had no video image output; the image disappeared. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. The event reported by the customer was confirmed. Poor image quality, no video image output the image disappears. Based on the results of the investigation, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, operational problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.